Event description:
The customer reported that they had a laceration at the top of their clinimacs tubing set ls. They first 3-way junction right below the spike started leaking buffer during the priming steps. The customer pointed out that no cellular product was involved, therefore, no patient was harmed. The event occurred at: (B)(6).